Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-00863. It was reported that guidewire entrapment occurred. The target lesion was located in the superficial femoral artery. Vascular access was obtained using a 5fr 45cm non-bsc introducer sheath. A 5.0x200x135cm mustang balloon catheter was advanced over the magic torque guide wire. After inflation, the balloon was removed and great resistance was encountered upon pulling the balloon through the sheath. It appeared that the balloon catheter was stretching and discoloration from black to gray was noted. The physician was unable to pull the balloon out, the device was stuck in the wire. The balloon and the wire was then pulled out as a unit. The device was replaced with a new guide wire and proceeded with the next therapy. The procedure was completed. No patient complications were reported and the patient's status was fine.